Event description:
An analysis was performed on the returned handheld. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. The flashcard and software performed according to specifications. During the analysis it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist¿s handheld device continued to freeze on the ¿interrogation successful¿ screen. Troubleshooting was performed but the issue did not resolve. The handheld with the frozen screen issue was returned to the manufacturer where analysis is currently underway.